Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure and a sling was implanted. Concomitantly the patient underwent a hysterectomy. It was reported that patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia and depression/anxiety. It was reported that patient had mesh removal due to erosion on (B)(6) 2011. (B)(4) - urinary problems; undefined recurrence; dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 in order to treat stress urinary incontinence, postcoital bleeding, chronic pelvic pain, abnormal uterine bleeding, and recurrent cervical dysplasia concurrently with a hysterectomy. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, and depression/anxiety. It was reported that patient had mesh removal due to erosion on (B)(6) 2011. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urgency and urinary frequency.

Event description:
It was reported that following insertion the patient experienced urgency and urinary frequency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hematuria, uti, vaginal yeast infection, and dysuria.

Event description:
It was reported that following insertion the patient experienced hematuria, uti, burning with urination, vaginal yeast infection, and dysuria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.